Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had 2 skin irritations under the lifevest. The irritations were described as 5 "bumps" or "nodules" that were the size of marbles under his right arm as well as a boil on the left side of his back. The patient's physician prescribed a hydrocortisone cream for the irritations. Follow-up indicated that the irritations had completely healed.